Manufacturer narrative:
This is 9 of 14 events that occurred at this user facility. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A call to technical services from the biomedical department representative reported, the physician believes the external pulse generators (epg) may be inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported, department quarterly checks were completed and found no issues with the external generators.

Manufacturer narrative:
This is 9 of 14 events that occurred at this user facility. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. No electrical anomalies were found. The battery release, battery drawer, and one side bail cover were contaminated. The battery contacts were compressed and discolored, the lower case and one side bail cover were broke, the keyboard was scratched, and the serial number label was cracked. The visual anomalies identified would not have caused the reported behavior.

Manufacturer narrative:
This is 9 of 14 events that occurred at this user facility identified in medwatch. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.